Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) bipolar energy was intermittent and would cut out. The customer used different cords and instruments and turned up the iesu power limit, but the issue was not resolved. The tse reviewed the logs but did not note any errors. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio dv integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vio dv iesu was analyzed and found error c-34 when the iesu was run in normal mode on an in-house system. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.